Event description:
An ophthalmic surgeon reported that the footswitch did not work before surgery. The footswitch was not recognized by the system. System message was displayed. No additional info is expected.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No additional info is expected. (B)(4).